Event description:
End user reported he had some catheters where he said at the top tab he could not open them. He said the "glue was glued too good" and he could not open it he said the paper would tear off. He said to get the catheter out he would have to dig through the paper and he just did not feel comfortable doing that and did not use. There was no harm reported.

Manufacturer narrative:
A2: sex: male. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.